Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1233802) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
On (B)(6) 2013, aci received a copy of a medwatch report (B)(4), which was submitted to the FDA by the user facility. The report stated that the date of event was (B)(6) 2013 and the date of the report was (B)(6) 2013. The following information is the description of the complaint/event noted in the medwatch report: "during preparation for deployment it was noted that a small amount of collagen was already outside of the product housing." The aci sales professional reported on (B)(6) 2013 that the manager of the specials department informed him that following a peripheral catheterization procedure the physician selected a mynx cadence vascular closure device 5f for closure. When the staff opened the device from the packaging, the sealant was "dangling loose on the wire outside of the sealant sleeve of the delivery system". The device was not used. It is unknown how hemostasis was achieved. No further information is available.